Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came into the clinic for a routine visit and the modular cable was stuck. In addition, hemostats were used to loosen the modular cable with no luck. There was no issue with the pump. The patient would eventually need a modular cable replacement. The patient was eventually sent home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported difficulty disconnecting (unable to untwist) the modular cable inline connector was not confirmed, as modular cable lot #8250763 was not returned for analysis. There was no issue with the pump. No images provided for review. To date, modular cable lot #8250763 remains in patient use. As the modular cable is unavailable for analysis, the complaint file will be closed with no further action. Production order from (B)(6) 2021 was reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the user in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that technical services arrived onsite to loosen the modular cable and clean both sides of the connection threads. When the connector was loosened, there appeared to be dried soap, sweat, skin cells, or some residue from substances used during dressing changes. The modular cable would remain in use.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: model number, catalog number, and primary UDI corrected. Manufacturer's investigation conclusion: the reported event of difficulty disconnecting the modular cable inline connector was confirmed via technical service evaluation. The heartmate 3 vad modular cable (lot number 8250763) was inspected by technical service. A channel lock wrench was used to loosen the modular cable connector. Once the connector was loose, dried soap, dried sweat, skin cells, and residue from dressing changes was observed. Both sides of the threads were cleaned, and the patient was provided instruction to keep the area clean. The mod cable was not exchanged and remains in use. There was no issue with the pump. No images provided for review. The root cause for the reported event was determined to be due to contamination within the modular cable threads. The batch 8250763 from 06dec2021 was reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the user in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.